Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, which the customer successfully carried out, and the malfunction did not reoccur. The customer was advised to continue using the pump and to contact technical support again if any similar issues arise.